Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient reported a detached sensor wire, which occurred two days after sensor insertion in the arm. Upon removal of the sensor, the patient alleged that the sensor wire had detached and remained embedded in the skin. On (B)(6) 2025, the patient consulted a physician for evaluation. Upon examination of the sensor insertion site, the physician was unable to locate the wire but noted signs of infection at the site. The physician advised that an x-ray was not necessary, as the wire might not be visible due to its small size. The patient was prescribed a 10-day course of oral antibiotics (amoxicillin-clavulanate 500/125 mg) to treat the infection. At the time of this report, the patient was on day six of treatment and was reported to be doing well. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.